Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre use check that cardiosave intra-aortic balloon pump (iabp) has screen hang issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6 (problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found in the fault table that there are many instances of fault#63. According to the fault table, the touch screen cmd is having issues and the solution is to replace the pcba, video generator. Replaced the part. Unit passed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (type of investigation).

Event description:
N/a.